Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese: the patient was given infusion treatment according to the doctor's advice. After the infusion set was connected with the indwelling needle, the fluid exudated from the puncture site, resulting in exudation of blood. Immediately close the infusion set, pull out the indwelling needle, and relocate the indwelling needle for infusion treatment.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from chinese: the patient was given infusion treatment according to the doctor's advice. After the infusion set was connected with the indwelling needle, the fluid exudated from the puncture site, resulting in exudation of blood. Immediately close the infusion set, pull out the indwelling needle, and relocate the indwelling needle for infusion treatment.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2049598. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.